Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant exchange for bigger size. Concomitant medical products: 375cc mentor memorygel breast implant, catalog # 35037454bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with a 400cc mentor memorygel breast implant and experienced postoperative right-sided rupture. Rupture was confirmed during explantation and replacement with 750cc mentor memorygel breast implant, catalog # 3505750bc, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the receipt of the photo of the suspect medical device was omitted from the initial report. Method codes and result codes have been updated based on the photo of the suspect medical device. According to the information received, patient had silicone rupture in a breast implant. Upon visual inspection of the picture, it was observed to be ruptured. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Manufacturer¿s reference number: (B)(4).